Event description:
Cadd pump was infusing medication for two days and when the pump was discontinued large discrepancy in amount remining on the pump vs the actual amount that was wasted. Concerns that patient was not receiving medication accurately for two days.